Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel system implant. Following the procedure, the physician believed cardiac perforation occurred during the implant of the novel right ventricular lead. The physician elected to reposition the lead. The lead was successfully repositioned on (B)(6) 2020. The patient was stable.